Event description:
It was reported that the trach broke during placement to the patient's neck. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection noted there was no adhesive used to assemble the tube to the connector. The root cause was determined to be a manufacturing issue. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.